Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after receiving appropriate therapy for vt. During device interrogation, low impedance measurements were noted on the device. Patient will be monitored.